Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Sevice technician inspected the gde assembly, it did not show signs of physical damage to it. After installing this assembly into a known good top level unit the assembly was powered on and no inop alarms were active at start-up. The service technician entered into user mode and configured for system leakage testing and was able to verify the reported issue. The vte reading is higher than delivered volume. The tidal volume baseline is also reading below zero and the flow waveform is giving a negative spike. Ruling out the xdcr's and any source voltages to the xdcr's the pneumatics were then further inspected and the orifice from the expiratory flow manifold to the expiratory pressure xdcr luer fitting was removed and visually inspected and found an obstruction within the restrictor. The orifice restrictor was replaced with a known good and this corrected the reported issue.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported high volume pressures occurred in avea. At this time, patient involvement is unknown.